Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This rv lead was discovered dislodged shortly after implant. Sensing values were greater than 3mv. The lead was successfully repositioned and remains actively implanted.